Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response, due to moisture damage keypad trace. The device was also received with minor scratches near lcd window, a cracked case near display window corners, cracked battery tube threads cracked, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the insulin pump was slow to respond to buttons and was looping while he was attempting to give a bolus. Customer's blood glucose was between 90 and 100 mg/dl at time of initial keypad issues. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.